Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
.It was reported that a spectrum pump experienced an issue with accuracy rate and experienced low volume. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Corrected information: it was reported that there was no patient involvement. (B)(4). Additional information: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported issue with accuracy rate and low volume, which was reproduced as an under infusion. The pressure plate travel was found out of specification and was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.